Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site 03/02/2016. Medtronic investigation of returned suspect device finds that the vertek arm locks and releases as expected, however, failed the force test at step 4a. The arm should hold with a downward force up to 14 lbs but failed at 10.2 lbs. The arm also failed step 4b. The arm should hold with a side ward force up to 10 lbs but failed at 9.8 lbs. Failed diagnostic test - mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.